Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received two "occlusion" alarms during bolus delivery. The customer's blood glucose level was 490 mg/dl. The customer changed out the site, tubing, and cartridge and self administered an injection of insulin. During troubleshooting with tandem customer technical support (cts), the insulin was reported to be "clumpy". Cts recommended that the insulin vial be checked and the cartridge and infusion set be changed.